Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The blood glucose at time of hospitalization was 394 mg/dl. Customer also had ketones. During troubleshooting, the programming is correct. High pressure test passed. No issues with the insulin pump. Nothing further reported.